Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was under delivering. Customer thinks insulin pump was under delivering because of high blood glucose. Customer stated that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on september 14, 2020. Customer¿s blood glucose level was 320 mg/dl at the time of hospitalization. Customer was treated with injection for high blood glucose level. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer reported that they had weakness, nausea and high pulse symptoms.. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.